Event description:
Journal reference: perez miras am, vidal sj, et al. "Intrathecal baclofen in the treatment of severe spasticity of neurological origin." Atencion farmaceutica. 2005; 7(1): 64-67. The article describes a retrospective study of 68 patients being treated with intrathecal baclofen for spasticity using implantable infusion pumps and catheters. Reportable events: pump (n=2) - two patients experienced confusion caused by overdose; pump (n=2) - two patients experienced pump site infection complications; catheter (n=2) - two patients experienced meningitis.

Manufacturer narrative:
Journal reference: perez miras am, vidal sj, et al. "Intrathecal baclofen in the treatment of severe spasticity of neurological origin." Atencion farmaceutica. 2005; 7(1): 64-67. This report is being filed under exemption.